Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system, as well as the wallflex biliary stent (both fully covered and partially covered) through the article titled, "reintervention after endoscopic ultrasound-guided choledochoduodenostomy for distal malignant biliary obstruction", by sridhar sundaram et. Al. This multicenter retrospective observational study analyzed patients with malignant distal biliary obstruction who underwent endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) across eight tertiary care centers in india. A total of 134 patients were included between january 2022 and january 2024. Among them, self-expanding metallic stents (sems) were used in 118 cases, and lumen-apposing metal stents (lams), including the hot axios, were used in 16 cases as part of the drainage procedures. The article described the procedural details and their outcomes following eus-cds.the following occurred with the study patients: difficulty advancing the stent, stent maldeployment, stent migration, and stent obstruction. Interventions included percutaneous transhepatic biliary drainage (ptbd), endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs), endoscopic ultrasound-guided gallbladder drainage, removal of debris from the stent using balloon sweeps, placement of a plastic stent, and repositioning of the migrated stent with additional plastic stent placement. Please refer to the referenced article for full details, data analysis, and list of participating investigators and institutions.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: date of event not provided. However, january 1st, 2022 was selected as the estimated event date because the information in the article was studied between january 2022 and january 2024. Block g2 literature source: sridhar sundaram, suprabhat giri, bhavik shah, jimmy narayak, radhika chava, viswanath r. Donapati, shivam khare, jijo varghese, bipadabhanjan, mallick, aditya kale. "Reintervention after endoscopic ultrasound-guided choledochoduodenostomy for distal malignant biliary obstruction". Surgical laparoscopy, endoscopy & percutaneous techniques (2025;35:e1382). Https://www.surgical-laparoscopy.com. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150204 captures the reportable event of delivery system difficult to cross lesion. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.